Event description:
It was reported that during a laparoscopic colon resection procedure, the active blade burned through the tissue pad while mobilizing the splenic flexure. The tissue pad was successfully removed from the patient. There were no patient consequences. Case completed with a laparoscopic enseal. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.